Event description:
Reporter indicated the pt presented to routine office visit with high lead impedance on normal model and system stem diagnostic tests. The pt is not experiencing any clinical symptoms. The pt denies trauma or pt manipulation that could have caused or contributed to the reported events. The physician is planning to have x-rays sent to the MFR for review. Good faith attempts to obtain additional info are being made, but have been unsuccessful to date. Revision surgery is likely.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.